Manufacturer narrative:
Analysis of the implantable intrathecal catheter (s/n (B)(4)) found no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving lioresal at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that there was too much drug in the pump at refill. There were no environmental, external, or patient factors that may have led or contributed to the issue. No interventions or actions were taken yet. The issue was not resolved and surgery was planned, but it was unknown if it was scheduled. The patient's status was "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. The previously reported patient and device codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-mar-12. It was noted that the patient's medical history included spasticity, and the lioresal was infusing at 500mcg/ml at 165.52mcg/day. It was reported that the volume discrepancy was observed during a pump refill in (B)(6) 2018 (note: this conflicts with the previous report that the event occurred on (B)(6) 2019), and the nurse practitioner found the pump to be full of medication. There were no known environmental, external, or patient factors that may have led or contributed to the issue, and the nurse practitioner indicated that although the pump was still full in (B)(6) 2018, they just started experiencing issues about three weeks ago (relative to (B)(6) 2019). Diagnostics included a rotor study but no catheter study. Surgical intervention was performed and the hcp first tried to aspirate through the catheter access port (cap). The hcp was unable to aspirate, and then detached the catheter from the pump. The hcp found a clump of tissue inside the pump connector and tried to aspirate the catheter again, but was unable to do so. The catheter was cut just above the collet connector and the hcp tried to aspirate the catheter again, but was unable to do so. The spinal incision was opened and the hcp found that the catheter had a slight bend. Upon straightening it, the catheter started to flow. Since the catheter was not kinked and didn't have a permanent bend, the hcp repositioned the anchor and resutured it into place. The hcp used the pump segment from a new catheter and attached to the remaining spinal segment with a new collet. The hcp then attached the previously implanted pump which had been emptied to check for accurate volume, and refilled the pump with new medicine. The catheter was aspirated through the cap again before closing to check for proper flow. In total, the pump segment, collet, and 0.7cm from the spinal segment of the catheter were removed. The event was considered resolved at the time of report and the patient's status was alive - no injury.